Event description:
It was reported that there was use of 10 caps for a cholecystectomy and clipping does not occur during loading.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection could not be performed since the sample was accidentally damaged post-decontamination. However, the device was disassembled to inspect the internal components. It was found that the yoke was broken at the pin position and the proximal end of the feeder was bent slightly. It appears that the broken yoke prevented the feeder from being pulled all the way back during the return stroke and upon further attempts to fire, caused the proximal end of the feeder to bend slightly. The broken yoke prevented the clips from loading properly into the jaws of the applier. R & d was consulted , and it could not be determined exactly how or what caused the yoke to break at the pin position. The device was returned with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "loading issue" was not confirmed based upon the sample received. One device was returned with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The sample was disassembled. The yoke was broken at the pin position and the proximal end of the feeder was bent slightly. It appears that the broken yoke prevented the feeder from being pulled all the way back during the return stroke and upon further attempts to fire, caused the proximal end of the feeder to bend slightly. The broken yoke prevented the clips from loading properly into the jaws of the applier. R & d was consulted , and it could not be determined exactly how or what caused the yoke to break at the pin position.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1800034. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was use of 10 caps for a cholecystectomy and clipping does not occur during loading.